Event description:
It was reported that a physician performed a kyphoplasty procedure on a patient after a trauma. A review of radiological pictures showed what was "probably aseptic necrosis starting from disc necrosis after endplate destruction due to trauma". The "patient is pain free." No additional information was reported.

Manufacturer narrative:
Method; device not returned, follow up with company representative.